Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's volume was not accurate. The device was not in patient use. The device has been returned to the manufacturer, however at this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information during a check-out procedure at the manufacturer's service center, a ventilator's volume was not accurate. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor was replaced to address the issue.